Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that patient was admitted on (B)(6) 2016 due to suspected lvad thrombosis. It was also reported that the patient also had a pneumonia and a percutaneous endoscopic gastrostomy (peg) site infection which was treated with antibiotics. The patient was started on heparin and integrilin infusions for the treatment of thrombus. On (B)(6) 2016, the patient was found to be lethargic, and a head CT scan showed a large right lateral intraventricular hemorrhage with extension to the third and fourth ventricles, and possibly some intraparenchymal component, with brain edema in the right hemisphere and general mass effect. There was no midline shift or herniation. The patient reportedly had an old left middle cerebral artery (mca) cerebral vascular accident with significant brain atrophy and encephalomalacia. The patient also had an extensive white matter of chronic disease. Ventriculomegaly was reported, but not frank hydrocephalus. The patient was nonverbal, and placed on palliative care. The patient¿s family decided to withdraw care and the patient expired on (B)(6) 2016.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. A correlation between the device and the report of a intraventricular hemorrhage could not be conclusively determined. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.